Event description:
It was reported that during a gastrectomy procedure, the device was used with the first reload with no issue. When loaded with the second reload ecr60g (properly placed), the device blocks and releases only one staple line (instead of three). They change the device, same lot, and same problem happened. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device fully cut the target tissue? During which stroke did the event occur? What other color cartridges were used before and after this event? Was the instrument fired across or near an existing staple line or clip? If any unexpected noises were heard, when were they heard? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.